Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported an issue with the screw on an implantable neurostimulator (ins) that occurred during a procedure. It was noted that the hcp was trying to screw the lead inside the ins, but he was not able to screw it. The screw was broken inside with no possibility to take it off. The representative did not know how it happened, if the hcp forced it too much, if the hcp broke the screw with the screwdriver, the only thing the representative was able to see was that the screw was not efficient. The hcp put the lead on the first time in the ins, but the impedances were high. The lead was cleaned, but they were still really high, so the lead was changed and they tried to put it back in the ins, but the screw was broken inside. It was noted that the screw worked once to screw it, then unscrew it, and then could not. As the screw was broken inside the ins with no possibility to change it, another ins was used. It was noted that the issue was resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no impact on the consumer. The defective product would not be returned because it was destroyed.